Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the gauge needle of the inflation device was inaccurate. An encore balloon catheter inflation device was selected for use. During the procedure, when the physician was preparing the encore to inflate a mustang balloon, it was noted that the inflation device was not working well. The physician made several attempts; however, the pressure needle did not rise when the balloon was inflated. The procedure was completed with another encore device and a non bc balloon. No patient complications were reported and the patient's status was stable.